Event description:
As nurse activated hot pack as directed by MFR, foreign body poked through plastic pack & punctured hand. On examination, chemical inside hot pack had formed a crystalized spurred ball. Add'l inventory was examined & revealed another pack with a hard object inside. Contacted MFR's rep & they are working with rptr now.